Manufacturer narrative:
(B)(4). The device was evaluated and alleged malfunction was verified. The oxygen sensor was replaced.

Manufacturer narrative:
(B)(4). No ventilator serial number provided.

Event description:
It was reported that the ventilator oxygen sensor (o2) reading was not stable. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.